Manufacturer narrative:
It was reported that revision surgery was performed due to infection. The poly was removed, the knee was washed out and a new poly was inserted. The affected legion high flexion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. The reported failure has been noted on the instructions for use and on the risk management files. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed due to infection. The poly was removed, the knee was washed out and a new poly was inserted.